Event description:
It was observed that during the device evaluation, the bronchovideoscope, blackout during angulation adjustment. The event occurred during set up/inspection for use (during set up in room/before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d9, h3. The device was returned to olympus for inspection. The following reportable malfunctions were identified during the device evaluation: blackout on image when adjusting angulation. Based on the results of the investigation, it was likely the following led to the malfunction: electrical/electronic component problem identified, and the cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.